Manufacturer narrative:
The ventilator was evaluated on site by the hosp biomed after the event and the reported problem was not reproduced. No parts were replaced and it was put back in svc. Eval of the received logs shows that the pre use check passed before and after the event and there are no entries in the technical log on the day of event. The event log shows that many alarms were generated during a period of two hours prior to the ventilator being set to the standby mode. These were high pressure, low breathing rate and low minute volume alarms. When high pressure alarm is generated the breathing cycle is terminated and is passed over to expiration and this will result into lower inspired and expired volumes. The alarms generated in the last 10 minutes before the standby mode indicates that the ventilator tries to deliver breaths but the breathing cycle is terminated due to the large difference between inspiratory and expiratory pressure. The received event logs do not include the ventilator settings or the alarm limits. This info was overwritten due to limited storage capacity. At full capacity the oldest log entrances are overwritten as new ones are entered. Our conclusion is that there was no ventilator malfunction and this is supported by the passed pre-use check before and after the event, there were no parts replaced, the findings of the hosp biomed and that there are no entries in the technical logs or technical errors in the event log. The ventilator did not stop functioning in the reviewed period but there were terminated breaths. The pt fighting the ventilator as reported can cause the alarms but it will also depend on the settings and the alarm limits.